Event description:
Approximately eight monthts post cypher stent implant, this pt experienced a focal instent restenosis in the distal left anterior descending artery (lad). This was successfully treated with re-intervention (ptca). This pt was admitted to the hospital with a cheif complaint of stable angina (ccs ii). The pt was taken electively to the cardiac cath lab, where angiography revealed a 90% de novo, long (30mm), irregular, eccentric, moderately calcified, a cytpe lesion in a moderately tortuous, 2.5mm distal left anteror descending artery (lad). Reproo was administered during the procedure, although the dosages are not reported. There were no difficulties in accessing or wiring the vessel noted. The distal lad lesion was predilated with a 2.5 x 20mm balloon inflated to 12atms. A 2.5 x 33mm cypher stent was deployed to 12atms with satisfactory results.